Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. The er420 broke inside the abdominal wall during the case. When the surgeon was using the device, the clips would not clip anymore after the 3rd firing. To complete the case, the surgeon clamped the extremity of the ligaclips using a veress needle. He also prevented clips from falling into the pt cavity. There was no consequence to the pt.